Manufacturer narrative:
The reported complaint of the thermogard xp system (sn (B)(6)) displayed a "tcmid:06" (ce post failure) error message was not confirmed during the event logs review and functional testing. The reported tcmid:06 error was not replicated during testing, and the thermogard console functioned as intended. The probable root cause of the intermittent tcmid:06 error was likely due to a defective danfoss module controller as a result of normal wear and tear. The thermogard console was manufactured in april 2015 and is over 8 years old, exceeding its expected service life of 5 years. During visual inspection, the prime cover was peeled off, the top lid was cracked, and, the pump lid was loose, unrelated to the reported complaint. The root cause of the observed issues is attributed to user mishandling and/or an aging console. The prime cover and top lid were replaced, and the pump lid was tightened to address the issues. During the review of the event log, multiple tcmid:06 error messages were noted on 02/27/2000 but not on the reported date of 06/02/2023. Also, unrelated to the reported complaint, the event log shows the presence of mid:18 (post serial eeprom) and mid:16 (software/low or loose battery) error messages on 01/01/2000 as system time was reset to the year 2000. The root cause of mid18, mid16 errors, and time reset was due to the low-voltage battery, likely attributed to the age of the device and the lack of maintenance as there were no records of preventive maintenance performed on this console. The thermogard console passed functional testing with no issues, and the customer's reported complaint was not reproduced. However, during further functional testing, the danfoss controller was observed leaking current, which caused the console to display the tcmid:06 error message intermittently. The danfoss module controller was replaced to remedy the issue. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and function as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6). Correction h10.

Event description:
The customer reported that the thermogard xp system (serial (B)(6)) displayed "tcmid:06" (ce post failure) error message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint of the thermogard xp system (serial (B)(6)) displayed "tcmid:06" (ce post failure) error message was confirmed based on the review of the event logs but was not confirmed during functional testing. The reported tcmid:06 error was not replicated during testing, and the thermogard console functioned as intended. The probable root cause of the intermittent tcmid:06 error may likely relate to a leaking danfoss (max loaded at danfoss =7.4a. Reading should be below 7.0a). During visual inspection, the prime cover was peel off, top lid was cracked. And the pump lid was loose, unrelated to the reported complaint. The root cause of the observed issues is attributed to user mishandling and/or an aging console. The thermogard console was manufactured in april 2015 and is 8 years old. The prime cover and top lid need to be replaced and the pump lid need to be tightened to address the issues. During the review of the event logs, multiple tcmid:06 error messages were noted, confirming the reported complaint. Also, in the event log and unrelated to the reported complaint, mid:18 (post serial eeprom) and mid:16 (software/low or loose battery) and system time was re-set to years of 2000. The root cause of mid18, mid16 errors and time re-set to 2000 was due to low battery, likely attributed to the age of device. The thermogard console passed functional testing with no issues, and the customer's reported complaint was not reproduced. During troubleshooting for the root cause of the intermittent occurrences of the tcmid:06 error message, the danfoss need to be replaced. The zoll service personnel suspected that the danfoss had leaked, the max loaded at danfoss =7.4a, reading should be below 7.0a. Zoll awaiting customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with (B)(6).